Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that eight bd¿ bulk, non-sterile needles experienced excess epoxy along the hub cracked the hub causing leakage.

Event description:
It was reported that eight bd¿ bulk, non-sterile needles experienced excess epoxy along the hub cracked the hub causing leakage.

Manufacturer narrative:
Investigation: one photo was provided for evaluation. It shows the yellow plastic hub with a crack, therefore failure mode is verified. This was likely due to an escape when the issue of affected product occurred during production. The issue of excessive epoxy could not be verified based on the photo provided; however, an epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula. The epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. There was documentation of issues for the complaint of lot #6207937 during this production run. On 9-29-2016 the bags 1 thru 9 were put on hold for damage hubs and foreign matter. They were re-made.